Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure for the run-off stenosis in a arteriovenous fistula the pta balloon allegedly ruptured at 30 atm during the second inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 6mm x 4cm balloon. The balloon appeared to have been previously inflated. The balloon was examined under microscopic magnification (12x) and fiber disturbance was noted at the terminus of the distal cone. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to a in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon, approximately 0.8cm from the distal tip. The balloon was stripped of its fibers. A longitudinal rupture was observed 0.8cm from the distal tip. The rupture was examined under microscopic magnification (12x) and the rupture was measured to be 0.5cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. (B)(4). Conclusion: the device was returned. Based upon the sample evaluation, the investigation is confirmed for a longitudinal rupture and material frayed. Per the reported event details, the balloon ruptured at approximately 30atm. The rated burst pressure (rbp) for this balloon size is 30atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 30atm. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current (B)(6) IFU (instructions for use) states: method for use: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.]. Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.]. Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture.]. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure for the run-off stenosis in a arteriovenous fistula the pta balloon allegedly ruptured at 30 atm during the second inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.